Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads and cracked case (battery tube). No belt clip damage. Reservoir unable to lock into place not confirmed. Belt clip damage or missing not confirmed. Other cosmetic damage confirmed. For additional information regarding tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found damage to the battery tube threads and clip rail. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.